Event description:
After using the product, the rptr's husband experienced redness and itching of the penis. Steroid cream was applied and approx one hour later benadryl 50 mg was taken. Four hours later, the rptr's husband's penis and scrotum were swollen three to four times the normal size. The next day he was prescribed oral prednisone and within the first half hour after taking the first tablet, the swelling began to subside. This was the first condom used from the box. This brand had been used in the past although it is not known if the type had been used. The rptr stated that the ingredients used to lubricate the condom are not listed on the label. The rptr's husband is allergic to bee stings and fabric softners.